Event description:
The following was reported: "replacement bayley walker pe liner secondary to bearing wear, however the wear may have damaged the pe locking mechanism of the stem such that a new stem is also needed. X-rays show two screws at the tip of the existing prosthesis, both of which will need to be removed, with a new longer stem passing past the distal screw site by approximately 3-4 cm. The diameter of the stem will have to be such that it will pass into the humerus with potentially incomplete cement removal. The glenoid is well fixed and I will not be exchanging it."